Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited loss of capture (loc). A perforation was suspected and subsequently confirmed via x-ray and ultrasound. The following day a revision procedure was performed wherein the physician attempted to reposition the rv lead but was unsuccessful as the helix could not be re-extended; the lead was explanted. The physician then attempted to implant a new lead but the electrode tines became stuck in the tricuspid chordae. The lead could not be removed; it was secured and was surgically abandoned. An alternate rv lead was then used and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.